Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed. Distal conductor of the lead had blood/body fluid.

Event description:
It was reported the physician was not able to pull the stylet out of the lead before implant. The physician had to use quite a bit of force to remove the stylet. A new lead was used. No patient complications have been reported as a result of this event.